Event description:
It was reported the customer had battery issues with their insulin pump. Customer stated their battery power was not lasting for more than a few days. It was found a replacement battery cap did not resolve the issue and the customer's battery compartment was not rusted or corroded. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.